Event description:
According to the reporter: the tip of the device making it difficult to remove the device through the trocar. The procedure was cholecystectomy. The surgery time was significantly affected. No pt injury was reported. There was no report of piece left in the pt.

Manufacturer narrative:
(B) (4)